Event description:
It was reported that the cardiotomy reservoir failed to assist in drainage of venous return blood when vacuum was applied. No reported patient incident. (B)(4). MFR - 8010762-2013-00148.